Event description:
A distributor reported an end user experienced an issue when using a 19cm solero applicator for a percutaneous microwave procedure. The applicator was tested at 100 watts with no reported issues. The unit was set for 140 watts for two minutes or the procedure. No adjunct tools were used, and the applicator was placed through the soft tissue of the abdominal wall into the liver with no resistance. During the initial ablation cycle, 1 minute into the ablation, a high reflective power reposition message was received. It was noted at that time the tip of the applicator had detached and retained inside the patient's liver. It was decided to not remove the tip as the patient had cirrhosis and was not for surgery. The total time of the procedure was planned to be two minutes @ 140 watts, however, only 1 minute was actually completed. The ablation size was 3.2 x 3.0 cm. The patient was reported to be stable post procedure due to this event. The doctor has used solero for more than 300 patients so far & he is one of our key customers for solero.

Manufacturer narrative:
No product was returned to angiodynamics for evaluation. A photo was provided for this complaint showing that the distal portion of the ceramic tip was detached. The customer's reported complaint description of tip of the applicator was detached was confirmed based on the provided photo showing the distal portion of the ceramic tip was detached. Although the photo was provided, without receiving a sample a definitive root cause cannot be determined. A review of the device history records was performed for the indicated lots for any deviations related to the reported failure mode of the complaint. The review confirms that the lots met all material, assembly and performance specifications; i.e. No ncr associated with reported failure mode. Labeling review: the instructions for use, item number {16600972-01} which is supplied to the user with the solero applicators contains the following statements: "inspect all devices and packaging for damage prior to use. Do not use any devices that are damaged or if the sterile barrier is breached. "The solero microwave tissue ablation (mta) system and accessories are indicated for the ablation of soft tissue during open procedures. Avoid placing lateral forces on the applicator tip during placement or removal. Always use the lowest power and shortest time necessary to achieve the targeted ablation. Inspect the applicator after each ablation. If the applicator appears damaged, utilize another applicator for subsequent ablations. Warning: when placing the device, use the minimum force necessary and take care not to over advance the applicator. Refer to the shaft depth markings to monitor placement depth. Take care to not bend the tip as it may cause damage to the device. Do not energize the applicator unless the active region of the applicator is fully inserted into target tissue. If the applicator is not properly located into the selected tissue, an unintended thermal injury may occur. After each ablation inspect the applicator for any damage. If any damage is observed the applicator should be discarded and replaced with a new applicator." A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).